Event description:
It was further reported that the patient was hospitalized with dark urine and lactate dehydrogenase (ldh) levels increasing. The ldh stabilized and the patient's creatinine lab was within normal limits. No thrombus was confirmed and no intervention was planned.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a slight decrease in power consumption and estimated flows beginning on (B)(6)2024, followed by a gradual increase in parameters starting on (B)(6)2024. Additionally, a sudden, transient decrease in power consumption and estimated flows, accompanied by four (4) low flow alarms, was logged on (B)(6)2024. Furthermore, intermittent suction events were recorded within the analyzed period. As a result, the reported low flow alarms, increasing power consumption, and suction events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on historical review of similar events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of hypovolemia from excessive urination experienced low flow alarms associated with a ventricular assist device. Several weeks prior, the vad power was 6.0 which increased to 6.7 with no increase in speed or change in hematocrit (hct). The patient presented to the emergency room with concerns of a suction event potentially caused by ingestion, and there was a suspicion of a thrombus developing due to slowly increasing power levels. The patient's international normalized ratio was 2.0, with previous readings between 2-3, and lactic acid dehydrogenase levels were normal in prior tests. The device remained implanted and in service, with no specified treatment plan.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.